Manufacturer narrative:
On 4/3/2020, a manufacturing record evaluation was performed for the finished device 5889331 number, and no non-conformances were identified. On 4/20/2020, during visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Asymmetry complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a mentor memorygel breast implant 650cc and had undergone removal of the implant for an unknown reason. Once more information is available a supplemental report will be submitted. The devices were removed on (B)(6) 2019. This medwatch is for the right breast implant.